Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event and there were no adverse consequences following the procedure. The patient was in stable condition.